Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the system required to replace inseparable, and the device did not recognize as closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system required to replace inseparable, and the device did not recognize as closed. The field service engineer (fse) identified that no drawers opened during recovery despite prompts to close the drawer, removed the affected drawer for inspection, found the inseparable latch missing the magnet, replaced the inseparable, reinstalled the drawer, and reconnected it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.